Event description:
Additional information received reported that the autopsy results as a document would not be available for the manufacturer due to german law.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired during the night between (B)(6) 2012. The last change in therapy occurred during the afternoon of (B)(6) 2012 when the pump had been refilled with baclofen 2,000 mcg/ml (prior concentration was 500 mcg/ml) in anticipation of continuing dose increase. At that time, the daily dose had also been increased from 120 mcg/day to 150 mcg/day. It was stated that an autopsy was planned for (B)(6) 2012 (results not yet provided). The pump reservoir had not been checked at the time of the event due to immediate shipment following removal though it had performed well up to the time of the event. Further information regarding availability of autopsy results is being requested at this time.

Manufacturer narrative:
Explanted: product typ programmer, physician product ID nue_unknown_cath model: unk lot# unk implanted: unk explanted: (B)(6) 2012. (B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.

Manufacturer narrative:
Catheter model 8781. Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. The catheter was received partially occluded with dried drug or blood in the catheter body.